Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neuro service coordinator reported that on (B)(6) 2018, a surgeon applied the a3059 mayfield composite series skull clamp to a (B)(6)-year-old female patient with 60 pounds (lbs.) Of pressure prior to the start of surgery. At the completion of the procedure, it was noted that the clamped slipped on the patient's head causing a 2-inch laceration on the left side of the head, just above and behind the left ear. Staples were applied to close the laceration. Upon inspection of the skull clamp prior to removal, the surgeon noticed that the clamp pressure was no longer at 60 lbs. And pressure had completely released to zero. Additional information was received from the customer on (B)(6) 2018 stating that the a1072 mayfield disposable adult skull pins were used in the surgery. The lot number of the skull pins were unknown since the both the package and pins were disposed of by the customer.

Event description:
N/a

Manufacturer narrative:
The product was received for evaluation. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, unit would not have slipped. The device history record reveals no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Complaint event unconfirmed. Root cause is unknown., however review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.